Manufacturer narrative:
The results /method and conclusion codes along with investigation results will be provided in the final report. Date of event and concomitant medical products therapy dates are estimated.

Event description:
Related manufacturer reference numbers: 3006705815-2020-33467, 1627487-2020-49280 and 1627487-2020-49281. It was reported the anchors had eroded and an infection was present at the anchor and leads. Devices were explanted.

Manufacturer narrative:
The reported issue for infection cannot be confirmed through product analysis testing. The returned lead was complete and passed all functional testing. No root cause was identified for reported event.

Event description:
Related manufacturer reference number: 3006705815-2020-33467, 1627487-2020-49280 and 1627487-2020-49281. Additional information received revealed the infection was treated with antibiotics to provide resolution.